Event description:
It was reported that the needle was found protruding from the packaging prior to use, product is syringe only. This also affects the sterility of the product with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it is reported that one of the nurse managers discovered a needle protruding from the syringe that broke through the packaging. This specific item should not have had a needle in the packaging.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following field has been updated with additional information: date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the needle was found protruding from the packaging prior to use, product is syringe only. This also affects the sterility of the product with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it is reported that one of the nurse managers discovered a needle protruding from the syringe that broke through the packaging. This specific item should not have had a needle in the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was found protruding from the packaging prior to use, product is syringe only. This also affects the sterility of the product with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it is reported that one of the nurse managers discovered a needle protruding from the syringe that broke through the packaging. This specific item should not have had a needle in the packaging.